Event description:
It was reported a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom could not be reproduced, but was confirmed through review of the event history log. Physical inspection found that the motor was intermittently seizing which is a known contributor to the reported symptom. The motor was replaced.